Event description:
Customer said that the catheter has ruptured. This may cause a surgery procedure if the catheter had broke in the patient's vein. Nurse said the catheter broke in 2 pieces, but was removed manually. Surgical intervention was not necessary.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.